Manufacturer narrative:
It was reported that the bedside monitor (bsm) (mu-910ra) had a module failure during a case. No consequence or impact to the patient was reported. Nihon kohden tech support advised the customer to reboot the unit, which resolved the issue. The customer reseated the ay-633p (input unit), cleared the error, and rebooted the bsm. Once the bsm rebooted, the ay-633p was not recognized. It was found that the ys-096p3 (unit connection cable) was crushed by the table inside the room causing the failure. The customer decided to order a new ys-096p3 cable to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following devices were being used in conjunction with the bsm. Attempts to obtain the following information were made, but not provided: concomitant medical device. Ay-633p- model #: ay-633p, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: (B)(4). Ys-096p3 (this is the cable that failed)- model #: ay-633p. Sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the bedside monitor (bsm) (mu-910ra) had a module failure during a case. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019 at 12:32 pm, (B)(6) from fsc department of vet affairs reported a module failure in mu-910ra serial:(B)(6) . Service requested: troubleshooting/replacement. Service performed: nka tech support had him reseat the ay-633p, clear the error, and reboot the mu-910ra. Once the system rebooted the ay-633p was not recognized. The unit connection cable ys-096p3 was crushed by a table in the room. The customer stated they would purchase a new ys-096p3. Investigation results: a review of this customer's complaint history did not reveal other tickets regarding module failure in mu-910ra. A review of this device's service history did not reveal any other complaint associated with module failure. Investigation conclusion: the root cause of this complaint was determined to be physical damage/customer abuse. Additional model information: the following devices were being used in conjunction with the bsm. Attempts to obtain the following information were made, but not provided: d11 & c2 concomitant medical device: ay-633p. Model #: ay-633p. Sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Ys-096p3 (this is the cable that failed). Model #: ay-633p. Sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the bedside monitor (bsm) (mu-910ra) had a module failure during a case. No consequence or impact to the patient was reported.